Event description:
It was reported that this left ventricular (lv) lead was an attempted implant. The physician attempted to implant from the middle cardiac vein as the lateral vein was inadequate, but diaphragmatic stimulation occurred. The lead was then advanced further causing same issues. Subsequently, the lead was difficult to reposition. It was pulled forcibly and was approached to a smaller vein where impedance was elevated and insulation issues were noted. The lead was then replaced with a different lead prior to pocket closure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Muscle stimulation is considered an inherent risk for these devices.

Event description:
It was reported that, during implant of this left ventricular (lv) lead, the lateral vein was inadequate. The physician attempted to implant from the middle cardiac vein but diaphragmatic stimulation occurred. The lead was then advanced further causing same issues. Subsequently, the lead was difficult to reposition. It was pulled forcibly and was approached to a smaller vein where impedance was elevated to >2500 ohms. Insulation issues were also reported. The lead was then replaced with a different lead. No additional adverse patient effects were reported.